Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated the ok button was unresponsive and reportedly could not confirm the verify screen. The reporter noted a small tear between the arrow buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: the keypad was torn between the up and down arrow buttons. During testing, all keypad buttons responded appropriately. During investigation, the keypad was removed and no defect/contamination was found. Unrelated to the complaint, the audio bolus button was missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The alleged power issue was verified in the history but could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.